Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator (ICD) (B)(6) 2007; 6947 implantable tachy lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient was experiencing congestive heart failure exacerbation. It was observed on the remote transmission that far field r-wave (ffrw) oversensing was present on all recorded atrial tachycardia (at)/atrial fibrillation (af) episodes as well as the current electrogram. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.